Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side ¿rupture," "breast deformity," and "capsular contracture baker grade ii." Patient undergone capsulectomy. Device has been explanted and replaced.